Manufacturer narrative:
(B)(4). A visual inspection was performed and the reported shaft separation and kink were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. It should be noted that the coronary dilatation catheter (cdc) nc trek rx, global, instructions for use (IFU) states: prior to use examine all equipment carefully for defects. Examine the dilatation catheter for bends, kinks, or other damage. Do not use any defective equipment. In this case the IFU violation did not contribute to the reported shaft kink and shaft separation. The investigation determined that the reported proximal shaft kink hypotube separation appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed MDR report, the account confirmed that the device was prepped inside the dispenser hoop coil. After prep, the device was being removed from the hoop coil when the kink and subsequent separation were noted. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that before use of a 2.50 x 20mm nc trek balloon dilatation catheter, as it was pulled out of the dispenser hoop coil, a kink was noted on the proximal shaft. Additionally, as the device was gently pulled out, the proximal shaft separated into two pieces. A new same size device was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.